Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump had blank display. The blood glucose level was at 300 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Display is currently blank. Customer stated that the pump did finally power back on the insulin pump will not be returned for analysis.